Manufacturer narrative:
Concomitant product : c154dwk crtd implanted (B)(6) 2009. Product event summary : the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.

Event description:
The left ventricular lead was returned to the manufacturer after being explanted, and subsequently tested out of specification. Follow-up with the physician's office was attempted to determine why the lead was explanted, but no information could be obtained. No patient complications have been reported as a result of this event.